Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.

Event description:
It was reported that the patient was admitted to the hospital due to syncope. The pulse generator exhibited low battery voltage and was explanted and replaced.